Event description:
It was reported that system was removed due to infection. Additional information received 21/2 week later indicated that patient had infection for 21/2 months and it took 2 months to heal after removal. The patient had to see a wound specialist. It was noted that the infection was resolved. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h2fy, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).